Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non- sustained rv oversensing episode caused by far p oversensing was observed. The patient was asymptomatic. Programming changes to fix the far p oversensing were suggested.